Event description:
The physician reported that the ICD displayed noise on the stored electrograms and an elevated high voltage lead impedance. The pt received inappropriate therapies due to the noise. Additionally, the physician noted that the device would inappropriately detect fib as a result of the lead noise on the ventricular channel and then an actual fib rhythm was induced during charging, suggesting the possibility of current leakage during charging.